Event description:
It was reported that after an unknown procedure, the anastomosis became incomplete 1st day after the operation. During surgery the anastomosis looked very good, the leakage testing with (B)(4) was o.k. During the night the patient got worse and upon re-opening the patient they found that the anastomosis totally departed. They found that most staples were misformed. It seems that there was too much tissue involved.

Manufacturer narrative:
(B)(4). Additional information: patient is fine, no other complications occurred. The analysis results found that the device arrived sterile and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
.